Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for dilator and sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24f sheath is 8.0 mm. In this case, it was reported that minimum luminal diameter at the access site was 7.8 mm; however, the mld at the site of the perforations is unknown. The vessels were reported to be moderately calcified and severely tortuous. The root cause for the reported vessel perforation cannot be confirmed; however, vessel calcification and tortuosity could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards territory manager, significant resistance was felt while advancing both the 23f and 25f dilators. The resistance was also felt during the advancement of the 24f retroflex 3 introducer sheath. The sheath was successfully advanced and the valve deployed. During removal of the delivery system, the introducer was re-inserted into the sheath. Contrast was injected through the contralateral catheter during sheath withdrawal, which displayed extravasation of contrast into the distal left common iliac artery and the external iliac artery. Two covered stent grafts were placed to cover the perforation. It was reported the patient tolerated the procedure well. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the access site was 7.8 mm. The vessels were reported to be moderately calcified and severely tortuous.